Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days post-implant the right atrial (ra) lead exhibited no sensing and a dislodgement was observed by chest x-ray. It was noted that the patient was experiencing phrenic nerve stimulation. The ra lead was programmed off and subsequently repositioned and remains in use. No further patient complications have been reported as a result of this event.